Manufacturer narrative:
(B)(4).

Event description:
The swg was found to be kinked prior to use on patient. There was no patient involvement.

Event description:
The swg was found to be kinked prior to use on patient. There was no patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
The swg was found to be kinked prior to use on patient. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened sac set for evaluation. The returned packaging had two major creases as the outside packaging had folds on both ends. Visual analysis revealed the protective tubing that goes over the catheter and guide wire was not returned with the kit. There was one kink observed on the guide wire. The lid stock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. No defects or anomalies were observed on the catheter. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 167mm from the distal tip. The guide wire length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.513mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. The guide wire was advanced through the returned catheter, and it was able to pass with little to no resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body. The returned packaging had two major creases from being folded at the distal and proximal ends. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.